Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Additionally there was user concern that the epi alert was received after elective replacement indicator (eri). The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Field condition settings indicates auto-capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion. Failure event observed during analysis. Analysis of the device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Manufacturer narrative:
The reported event of premature discharge of battery and use of device problem was confirmed. The device was at elective replacement level upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry cause by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during the analysis.

Event description:
New information indicates that the patient condition was stable before, during, and after the procedure.